Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer could not recall if the blood glucose level was impacted by the reported issue. The customer was able to load a new cartridge successfully and resume insulin delivery.